Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported a pronto v2 was not functioning properly. The unit returns higher values compared to previous measurement even if done on the same patient and values are higher than compatible values based on clinical history of the patient. Patient with heavy menstrual bleeding and clinical history of anemia with a known sphb values = 8 g/dl while the unit returned an sphb value of 12,3 g/dl. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.